Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml saline xs caused a reaction in the patient, resulting in the customer to seek medical attention. No information from the resulting physician intervention available. The customer reported, "we have been informed of an adverse event (logged under the aforementioned incident reference) on (B)(6) 2019, whereby patient concerned reported to have been vomiting all day and night. Local gp visited the patient on (B)(6) 2019 and given a anti-emetic; but patient advised still felt unwell. Thus, emergency services were contacted - temperature checked: 39.2, resp rate: 24, pulse 116. Parenteral nutrition was not connected.¿

Event description:
It was reported that the syringe 10ml saline xs caused a reaction in the patient, resulting in the customer to seek medical attention. No information from the resulting physician intervention available. The customer reported, "we have been informed of an adverse event (logged under the aforementioned incident reference) on (B)(6) 2019, whereby patient concerned reported to have been vomiting all day and night. Local gp visited the patient on (B)(6) 2019 and given a anti-emetic; but patient advised still felt unwell. Thus, emergency services were contacted - temperature checked: 39.2, resp rate: 24, pulse 116. Parenteral nutrition was not connected.¿

Manufacturer narrative:
Investigation summary: no sample available. The non-conformances were reviewed for this batch, and there was no record of non-conformance which could contribute to the complaint reported by the customer. There is no evidence that posiflush syringe was responsible for this reaction. A potential contributory factor maybe other medicinal products in use or administered at the time the patient¿s port was flushed. Conclusion(s): based on the information provided, it is more probable than not that the symptoms described may be an allergic reaction; however, it is highly improbable that this reaction was produced by the normal saline in the bd posiflush product. During the period 2017-2019, there are no other adverse customer complaint trends for the complaint category of allergic reaction, apart from (B)(6). There are no known allergies to normal saline, either topical or within the body. It is most likely that whatever fluid was in the IV line prior to flushing contained inadequately flushed medication or glucose from previous treatments.